Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the customer was walking down stairs, the pump fell and a malfunction alarm occurred. Reportedly, the touchscreen became shattered and pump was unresponsive. In addition, the cartridge patient line became separated from the cartridge. Customer's blood glucose level was 600 mg/dl which was addressed by administering a manual injection. Reportedly, the customer had humalog as alternate insulin therapy.